Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the barcode scanner malfunctioned. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation the actual device used in this incident, it was determined that the barcode scanner had not been scanning because the light was intermittent and there was a loose usb connection. A field service engineer switched the usb connection to comm sled,and the scanner became fully functional. The system functioned as intended after the field service engineer repaired the device.